Event description:
Information received from the field notes that during a routine follow-up, attempts to interrogate the device were unsuccessful. A new i.d. Bit was entered, and interrogation revealed back-up operation. A software download was successful. The patient's rate was 110 bpm and capture could not be confirmed. The patient had been cardioverted several times and was put on a respirator.